Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the noise leading to short ventricular and non-sustained ventricular tachycardia episodes due to lead fracture was observed on the rv lead. This lead was capped on (B)(6) 2018 and a new lead was implanted. No further information available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.